Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. Visual inspection revealed the ac lemo connector was not damaged. Further investigation revealed pin # 1,2,3,4,5 were not damaged or bent or burnt. The service technician plugged the ac power adapter to a known good ptv enve ventilator and the ac power adapter powered up the ventilator with no issues or abnormalities. The ac power adapter functioned properly and the ac power adapter was returned to the customer. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was damaged/burnt on the power connector. It is unknown at this time whether there was any patient involvement associated with this complaint.